Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were ramping up when attempting to bolus. The customer also reported receiving a weak battery alert when they replaced the battery. Customer's blood glucose was 167 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.